Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the headpiece site. The recipient presented with pain and soreness. The surgeon reported it was a gram-positive rods (g-rods) infection. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
The recipient reportedly complained of increased pain, despite no suspicions of an infection. The recipient's hypertrophic scar was reportedly very tender. The recipient was treated with lidocaine and antibiotics (type unknown). The recipient was reportedly hospitalized for unknown reasons. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section h.6. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. The recipient reportedly experienced fibrovascular connective issue with ongoing inflammation (both acute and chronic), fibrosis, and reactive vascular proliferation. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.